Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a urine smell or odor. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had a urine smell or odor. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable and failed leak test. Based on the results of the investigation, a definitive root cause could not be identified for the customer reported problem. A definitive root cause could not be identified for the puncture on the cable or the failed leak test. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.